Event description:
Procedure type: femoropopliteal bypass. According to the reporter: several clips did not close properly. Clips were closed very differently. Clips dislodged easily from arteries. Unsecure hemostasis. By clips not closing easily, they damaged the arteries due to forming sharper edges. Unanticipated tissue loss: no irreversible tissue damage: no unanticipated extension of the incision by more than one inch: no unanticipated blood loss of 500ccs or more; no surgical time was not delayed by more than 30 minutes. Device fragment or component did not fall into the pt cavity.

Manufacturer narrative:
(B)(4).